Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure additional text: "controller malfunction" appeared on the display unit with no major change in pump activity specific component(s) involved: external controller malfunction additional text: alert only, controller changed, no pump interruption other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external controller other intervention : type: lvad